Event description:
It was reported that the hook on fowler is broken leaving accessible sharp metal edges exposed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.